Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The sensor wire detached from the sensor pod and remained in the patient¿s skin. The patient was evaluated by a healthcare personnel (hcp) three days after the detachment and an x-ray was performed; however, the x-ray findings were not available at the time of patient follow-up. Follow up contact was made on 10/02/2021. The patient's daughter reported that the sensor wire was still under the patient's skin and due to covid-19, all non-emergency surgeries have been postponed. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.